Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops of insulin exit the infusion tubing during the load fill tubing sequence. There was no impact to customer's blood glucose level. Reportedly, at the time of the report, the customer immediately saw drops exit the infusion set tubing and may not have waited long enough for the load fill tubing sequence to complete. It was indicated that the customer was able to finish the load sequence and resume insulin delivery.